Manufacturer narrative:
The device history records could not be reviewed, as the serial number was unk. The returned specimen consisted of one segment of graft approximately 24 mm in length. There was no blood, sutures or suture holes or instrument marks on the graft. The graft is jagged at one end. Due to the condition of the sample, no conclusion could be made regarding the reported event. The current info for use (IFU) for this device states: warnings exposure to solutions (e.g., alcohol, oil, aqueous solutions, etc.) May result in loss of the graft's hydrophobic properties. Loss of the hydrophobic barrier may result in graft wall leakage. Preclotting of this graft is unnecessary. Avoid excessive graft manipulation, after exposure to blood or body fluids. Do not forcibly inject any solution through the lumen of the graft, or fill the graft with fluid, prior to pulling it through the tunnel as loss of the graft's hydrophobic properties may occur. Loss of the hydrophobic barrier may result in graft wall leakage. Adverse reactions: potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel; suture-hole bleeding; graft redundancy; thrombosis; embolic events; occlusion or stenosis; ultrafiltration; seroma formation; swelling of the implanted limb; formation of hematomas or pseudoaneurysm; infection; shin erosion/aneurysm/dilation; blood leakage; and hemorrhage. Warning: a tunnel that is too loose may result in delayed healing and may also lead to perigraft seroma formation.

Event description:
It was reported that 2 weeks post implant, the pt's arm was swollen around the implant area. The physician removed the implant via open surgery. It was also reported that the pressure on both sides of anastomosis seemed to be very high. There was no flow to the graft.